Event description:
It was reported that during the implant procedure there was a cs (coronary sinus) dissection noted after the use the balloon catheter. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.